Event description:
It was reported that a patient underwent an ileostomy procedure on (B)(6) 2026 and suture was used. The sutures were found broken at the swage point when it was opened. Upon visual assessment of the returned samples, the sutures cannot be dispensed since the degradation process began, which likely contributed to its breakage. In addition, according to the condition of the returned sample the functional test could not be performed. The foil packets were visually inspected, wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Two empty open foils and two winding formers, both with several suture pieces that pertain to product code w9116t were received for analysis. Additionally, one photo was provided and observed two foils, one winding former with some suture pieces and one labeled winding former with a suture and one detached needle outside the slots. Upon visual assessment of the returned samples, the sutures cannot be dispensed since the degradation process began, which likely contributed to its breakage. In addition, according to the condition of the returned sample the functional test could not be performed. The foil packets were visually inspected, wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information received: the suture found broken when it was opened from the foil. (Removal from package). There was no patient consequences. The device returned through bluedart courier, tracking number: (B)(4). Purchase incharge: (B)(6).